Manufacturer narrative:
(B)(4). The device has not been received at our facility for investigation. The sample has been requested from the customer and a supplemental medwatch will be submitted once the sample is returned and further info becomes available.

Event description:
It was reported that the quadrox-I leaked upon priming at 3/8 outlet. Ref #: (B)(4).